Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation.

Event description:
Device report received from (B)(6) indicates patient experienced a complicated right femur shaft fracture. Patient underwent an orif procedure and was implanted with a 4.5mm ti broad lcp plate at (B)(6) hospital. Two months post implant, patient felt pain and presented to (B)(6) hospital. An x-ray taken showed the implant was broken. Patient was revised on an unknown date.